Event description:
Customer reported a button error alarm. The customer's blood glucose was 57 mg/dl. She had treated her low blood glucose with juice. The customer stated she had been perspiring heavily prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).